Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel: serratia marcescens (178cfu). The air/water channel: serratia marcescens (200cfu). The auxiliary water channel: serratia marcescens (>300cfu). The subject device had been reprocessed with a non-olympus automated endoscope reprocessor (steelco), using a non-olympus disinfectant solution (neodisher septo pac, dr. Weigert), the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel , instrument channel and auxiliary channel: unspecified microbes the user facility did not provide other detailed information such as the reprocessing method, the number of microbes and the type of microbes. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus deutschland gmbh (ode). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, and the air/water channel of the subject device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.